Manufacturer narrative:
This event involves a legal case or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow-up efforts. If additional information is received, a supplemental report will be submitted. Analysis cannot be completed at this time due to pending litigation. This device was included in that field action. Based on the information received and as analysis cannot be completed due to potential litigation, it could not be determined that this device performed as described in the field action. Concomitant products: 4194 implantable pacing lead (B)(6) 2010; 6947 implantable defib lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.